Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00003. All information from the original report(s) has been transferred to this report.

Event description:
It was reported the circuit alarm failed. A manufacturer's product support engineer (pse) evaluated the device and confirmed the device was not in clinical use and there was no harm. The pse consulted with a philips remote service engineer (rse) and found error codes of 1127(ovp circuit failed) and 1124 (battery failed) in the diagnostic report log. Both error codes point to failure of the pm (power management) pcba (printed circuit board assembly) issue. The rse advised replacement of the pm pcba should be replaced. The material recommended aligns with the recommended repair of the reported malfunction per the service manual. The repair for this unit cannot be conducted at this time due to the part(s) being on back order with no estimated time of availability. When the parts become available the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The corrective action for this reported problem was delayed due to the necessary part(s) previously being on back order. Once the part was made available, a philips authorized service provider (asp) completed replacement of the pm (power management) pcba (printed circuit board assembly). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.